Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized last week due to high blood glucose levels. Prior to the event, the insulin pump was beeping at her, so she removed it. The customer's husband had called in on (B)(6) 2013 to report that the insulin pump was low on insulin, and the customer was experiencing high blood glucose levels. The husband stated that he didn't know what the customer's blood glucose reading was, but she was "out of it". The husband was assisted in filling the reservoir and putting it into the insulin pump. No mention of medical assistance during that call. The customer also reported that the screen cracked when she fell by the pool a month ago. However, the customer declined to receive a replacement. Nothing further was reported.